Event description:
A customer reported that while using a glidescope core video cable during a patient procedure, the image cuts in and out when the cable is moved. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope core video cable is not expected to be returned to verathon for evaluation. Since the device has not been returned to verathon for evaluation, a cause cannot be determined. Review of complaint history for the reported video cable lot number did not identify any previous complaints reported to verathon. Trending analysis for the glidescope core video cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. No further investigation is required at this time. Verathon will continue to monitor for trends.